Manufacturer narrative:
Per tandem user guide: change your cartridge every 48¿72 hours as recommended by your healthcare provider no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. Reportedly, the customer changed the cartridge every three days. Tandem technical support informed the customer that changing the cartridge every three day is off label per the tandem user guide. Customer cleaned the pigtail of the tubing and resumed insulin delivery. Customers blood glucose was 118mg/dl at the time of event.